Manufacturer narrative:
Batch review performed on 05 january 2018: (B)(4).

Event description:
On 12 december 2017 a patient informed medacta that he is being revised in (B)(6) 2018. The patient had a primary hip on (B)(6) 2015. The reason for the revision is due to the stem not bonding to the bone. The date of the revision is unknown. The surgeon plans to revise with another company's product.